Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that pump's max bolus setting changed from 25u to 5u without user interaction. Tandem technical support assisted customer in correcting setting and customer successfully resumed insulin therapy. Customer's blood glucose level was between 200-300 mg/dl.